Event description:
Consumer was using a tampon and upon removal a piece of the tampon remained inside her. She was able to remove the remaining piece herself.

Manufacturer narrative:
Device history record could not be reviewed because a lot code was not provided. Consumer did not return product samples for evaluation.